Manufacturer narrative:
E1. Initial reporter facility name-(B)(6).

Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 1.25mm rotalink burr was selected for use. During the procedure, the burr was stuck in the lesion upon advancing and needed to be removed together with the wire. No additional intervention was required, and the burr and wire were removed intact. It was noted that the burr was not completely stuck with the wire, however, to prevent the issue from occurring again the wire was replaced with another boston scientific wire and the procedure was completed. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: a rotablator rotalink burr catheter was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The rotawire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotawire. The wire was inserted through the annulus and was able to be fully advanced and removed from the device with no resistance or issues. Further functional testing was performed with a test advancer as the advancer used in the procedure was not returned. During testing, the advancer was able to reach and maintain optimal rpm with no resistance or issues using the returned burr catheter. E1. (B)(6).

Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 1.25mm rotalink burr was selected for use. During the procedure, the burr was stuck in the lesion upon advancing and needed to be removed together with the wire. No additional intervention was required, and the burr and wire were removed intact. It was noted that the burr was not completely stuck with the wire, however, to prevent the issue from occurring again the wire was replaced with another boston scientific wire and the procedure was completed. No complications reported and the patient is stable.